Manufacturer narrative:
Medtronic continues to investigate the reported event.

Event description:
The customer complained that the charge pak and attention warning icons are displayed in the readiness indicator even though the device has not been used. There was no pt use associated with the reported event. The reported info is indicative of a device that may be non functional.